Manufacturer narrative:
Correction: the previous or initial MDR submitted on june 26, 2023 was filed inadvertently. No loss of osseointegration has occurred. Per the clinic, the patient experienced an extrusion of receiver/stimulator (specific date not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. The implanted device remains. This report is submitted on october 05, 2023.

Manufacturer narrative:
This report is submitted on june 26, 2023.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.